Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found out of specification in relation to the customer reported keys 4 and 7 inoperable which was reproduced through troubleshooting of the device. The reported condition was verified. The cause was determined to be failed keypad. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump keys 4 and 7 were inoperable. The process step was unknown. There was no patient involvement. No additional information is available.